Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. According to received information, the air gas module was defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and claimed part have not been available for further investigation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to air gas module malfunction.

Event description:
Manufacturer's ref. #: (B)(4).